Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a hypoglycemic event. The patient stated that their g5 application alerted them of a low and woke up in the middle of the night feeling ill. The patient did not take a finger stick reading to confirm that they were low. It was indicated that they felt a spinning around feeling as if the room was spinning. The patient stated that this happened a total of three times while they were in and out of sleep within an hour. The patient woke up and drank apple juice and the continuous glucose monitor (cgm) readings went up to 75 mg/dl. Emergency medical services were not contacted and the patient's issue was resolved at home. At the time of contact the patient as in stable condition. There was no allegation of malfunction against the cgm device. The patient stated that the alerts worked as intended. No additional patient or event information is available.